Event description:
During troubleshooting for an unrelated alarm on a homechoice (hc) device, a technical service representative (tsr) discovered that a home patient (hp) started a new therapy using the same cassette as the previous therapy, though the bags were changed. The tsr reviewed proper procedures with the hp and advised the hp to restart therapy using new supplies. The tsr assisted the hp in ending therapy and removing the cassette. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient (hp) reported disconnecting and replacing the supply bags. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.